Event description:
It was reported to boston scientific via an article published in the world journal of urology that a retrospective multicenter case series study was conducted to describe life-threatening (clavien-dindo greater than or equal to 4) complications following rezum water vapor thermal therapy (wvtt) for the treatment of benign prostatic hyperplasia (bph). A total of 10 patients were identified from high-volume international centers and reported during a meeting in june 2025, with procedures performed prior to that period. Case 2 was a 60-year-old male patient with lower urinary tract symptoms/ benign prostatic hyperplasia (luts/bph), who was on combination therapy and a history of chronic prostatitis that had resolved with antibiotics. The patient underwent wvtt in (B)(6) 2024. Following procedure, case 2 was a 60-year-old man developed persistent fever (greater than 39 degree celsius) dysuria, and a weak urinary stream, requiring ICU admission and intravenous antibiotics. As there was no improvement, a urethrocystoscopy was performed and it showed that a proximal bulbar urethral stricture requiring dilation to access the prostatic fossa, where extensive necrotic prostatic tissue was observed. Owing to persistent symptoms, direct vision internal urethrotomy and transurethral resection of the necrotic tissue under general anesthesia were performed. Subsequently, his irritative symptoms improved, and the urinary stream recovered, although mild dysuria and increased urinary frequency persisted at the 3-month follow-up visit but subsequently improved.

Manufacturer narrative:
Cindolo, l., minore, a., schwartzmann, I., alejo, a. F., imperatore, v., lossa, v., ebbing, j., destefanis, p., hindley, r., emara, a., pastore, a., sequi, m. B., balsamo, r., knazik, r., coscarella, m., de nunzio, c., secco, s. (2026). Water vapor thermotherapy and high-grade clavien-dindo complications: retrospective analysis of 10 cases. World journal of urology, 44(392). Https://doi.org/10.1007/s00345-026-06495-x. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.